Event description:
Medical records ad (B)(6) 2023, were reviewed by a clinician. Patient underwent a left total knee arthroplasty utilizing depuy synthes implants on (B)(6) 2013, including patella. Competitor cement was utilized. On (B)(6) 2023, the patient underwent a left total knee revision for loosening. Dark staining of the synovium was present with extensive metallosis. The femoral component was loose with no interface clearly provided. The tibial component was also loose at the implant to cement interface. The patella was undersized according to the surgeon and was revised. Doi: (B)(6) 2013. Dor: (B)(6) 2023. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: (B)(6). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.